Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).